Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient set off the theft detector when passing through them without any merchandise and reported that ¿his testicles kind of hurt¿. This had occurred about 4 times in total and half of the time, he had no merchandise with him. Patient mentioned he passed through them in his wheelchair and it set it off when he did not have any merchandise. Patient had his programmer with him during the call and mentioned the batteries were dead in it. Patient did not have spare batteries with him to replace during the call. Patient recommended following up with the healthcare provider (hcp) to discuss his symptoms and these occurrences. Patient indicated he would be seeing his hcp on tuesday. There were no further complications that have been reported as a result of this event. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient believed that the pain in his testicles was caused by the frequency of the door alarms matching the frequency of the patients remote (patient programmer) at the time that he passed through the theft detectors. The patient stated that the pain resolved about 30 minutes after passing through the theft detectors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.